Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a heavily tortuous, heavily calcified, concentric left circumflex artery with 99% stenosis. The 2.25 x 33 mm xience sierra was advanced to the target lesion without pre-dilatation, however the device failed to cross because of the heavy tortuosity on the lesion. An attempt was made to remove the device, but due to the resistance in the anatomy, the device was removed with force. After the vessel was pre-dilated, the device was advanced to the lesion and the stent dislodged inside of the guiding catheter. Both the stent and the guiding catheter were retrieved as unit. A guideliner was inserted and a new same size xience sierra stent was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the difficult anatomy during advancement and retraction causing the reported failure to advance and difficulty to remove. Reportedly, force was used to remove the stent delivery system. The xience sierra everolimus eluting coronary stent system instructions for use (IFU), states: applying excessive force to the delivery system can potentially result in loss or damage to the stent and / or delivery system components. IFU also states, an unexpanded stent may be retracted into the guiding catheter one time only. The IFU deviation of excessive force does not appear to have contributed to the reported stent dislodgement; however, the IFU deviation of re-insertion appears to have caused or contributed to the reported stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design or labeling.